Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive when attempting a bolus. Customer also received a button error alarm. Customer stated that she wears the insulin pump in her bra and they were sweating. Customer's blood glucose reading at the time of the call was 106 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.